Manufacturer narrative:
There was no user or patient injury with this event. A dealer service technician inspected the unit on-site at the dental office. The unit will be repaired with an articulated arm replacement. The manufacturer has requested return of the arm for evaluation.

Event description:
The articulated arm of the x-ray unit nearly hit the assistant when the spring in the inboard arm section failed.

Manufacturer narrative:
The articulated arm was received by the manufacturer for evaluation. The pantograph link pins came out of the bottom joint of the inboard arm section, causing the arm to drop down. During the inspection it was noted that groove marks were present on the inside of the metal arm indicating that the pins were gradually coming out during use. This would have also caused increased resistance at that joint when moving the arm. Labeling provided with the system contains instructions for recommended annual maintenance including the adjustments and maintenance of the arm.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv100 device ruptured during patient use. The device was infusing an unknown patient with wasfabrazyme when the rupture occurred. There was no patient injury or medical intervention reported. No additional information is available at this time.